Event description:
It was reported that this right ventricular (rv) lead had dislodged on (B)(6) 2018. Surgical intervention was performed and the rv lead was repositioned and remains in service. No adverse patient effects were reported.